Manufacturer narrative:
The lot number was not provided, therefore, device history could not be reviewed and the mfg date was not determined. The process of bio-implants absorption can be affected by implant location, stress on the implant and differences in implant materials. Since the implant was not returned, the extent of degradation could not be determined. The cause of the customer's complaint could not determined from the info available and without device eval.

Event description:
Surgeon reported the pt had a reaction to the implant. Surgeon states that the implant did not dissolve. The pt was in pain but no infection was present. The pin was pulled out of the pt's toe approx 3 months post op. This device is used for treatment.